Manufacturer narrative:
On 15-january-2020 we become aware that the device involved in this case was no longer available.

Manufacturer narrative:
Batch review performed on 19-nov-2019. Lot 1901411: 200 items manufactured and released on 02-may-2019. Expiration date: 2024-04-21. No anomalies found related to the problem. To date, 144 items of the same lot have been already sold without any other similar reported event.

Event description:
Acetabular wall bone fracture during cup positioning. A cemented cup was used to complete the surgery.